Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the carriage would not move. The baxter technical service representative initiated a swap of the device. The hp will spike the bags by hand. The cxd will be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has not been received by baxter. A follow-up report will be submitted should the device be received for evaluation.